Manufacturer narrative:
Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was depleting faster than expected. Disk analysis revealed that the power consumption had been gradually increasing. Technical services (ts) recommended device replacement due to this anomaly. No adverse patient effects were reported and current information suggests that the device remains in service. Additional information indicated it was not possible to interrogate the pacemaker; it had entered safety mode pacing at maximum output. The patient experienced a severe pulsating sensation in the left arm and shoulder. The pacemaker was explanted and replaced due to the premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal; however, detailed analysis of the battery identified an internal short which resulted in the clinically-observed reversion to safety mode.

Event description:
It was reported that this pacemaker was depleting faster than expected. Disk analysis revealed that the power consumption had been gradually increasing. Technical services (ts) recommended device replacement due to this anomaly. No adverse patient effects were reported and current information suggests that the device remains in service. Additional information indicated it was not possible to interrogate the pacemaker; it had entered safety mode pacing at maximum output. The patient experienced a severe pulsating sensation in the left arm and shoulder. The pacemaker was explanted and replaced due to the premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that this pacemaker was depleting faster than expected. Disk analysis revealed that the power consumption had been gradually increasing. Technical services (ts) recommended device replacement due to this anomaly. No adverse patient effects were reported and current information suggests that the device remains in service. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.